Event description:
It was reported that this right ventricular (rv) lead exhibited failure to capture with high capture thresholds some days after the implant procedure. Due to this, the capture threshold was changed to a higher output. The pacing resistance remained stable and was not affected. A second follow up was done as the threshold measurements remained inadequate. X-ray imaging was performed and dislodgement was not showed, but a micro-dislodgement was considered so a lead revision took place. When this lead was being revised, the lead had helix mechanism issues. Because of this helix issues, the physician decided to make a replacement with another same model lead and the procedure was successfully completed. This lead was returned and analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Field b5 (problem description) was updated with more details of the event. Product was returned and analyzed. This lead was returned to boston scientific's post market quality assurance laboratory in two segments (severed) with the helix mechanism in a retracted position. Dried blood was noted in the helix housing and tip region, this prevented helix mechanism testing. The lead passed electrical testing. Visual inspection revealed no abnormalities, other than the induced damage. Laboratory analysis was able to confirm the reported allegation of helix mechanism issues. The remaining malfunction allegations were not confirmed, the lead did not have any electrical issues and the dislodgement allegation could not be verify as field report and laboratory observations were insufficient.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds, loss of capture and was surgically explanted due to dislodgement and helix mechanism issues. No additional adverse patient effects were reported.